Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the pump was explanted on 2014 (B)(6) and would be replaced in the future. It was further reported during a refill on 2014 (B)(6) the pump was suspected to be flipped and surgery to correct this was scheduled on the evening of this report. The patient¿s prior refill was on 2014 (B)(6). The flipped pump was confirmed and the cause of the flip was an infected reservoir pocket. Upon making the incision over the pump pocket, copious purulent drainage was discovered, but there were no signs or symptoms of infection prior to the incision (no fever, chills, redness, swelling, or tenderness). The pump and catheter were explanted. Perioperative antibiotics were administered, but the drug and dose were unknown. Pus from the pump pocket was cultured; however, the type of organism grown was unknown. It was noted upon explant a dark substance was noted in the catheter lumen at one of the holes near the tip. Intravenous (IV) antibiotics were also administered and the infection resolved. There were no patient symptoms or complications associated with this event and the patient¿s status at the time of this report was ¿alive-no injury.¿ the patient had a history of diabetes and was a bilateral leg amputee and the patient had an infection in the amputation stump. The pump was being used to deliver dilaudid, bupivacaine, and clonidine. A follow-up report will be sent if additional information becomes available.